Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm advised that the customer had removed the battery themselves then kept the unit in service by using it with a portable power supply and one battery for transports. The stm noted that the battery was over three years old and ordered a replacement battery, returned to the customer's site and put the battery on the charger and verified it was charging. The scheduled pm was then completed and all safety, functionality, and calibration checks were performed and passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that a getinge service territory manager (stm) arrived at the customers site to perform scheduled preventative maintenance (pm) and was handed a battery for the cardiosave intra-aortic balloon pump (iabp) and was told that it was dead and would no longer charge. There was no patient involvement and no adverse event was reported.